Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and pain on (B)(6) 2019, with unknown blood glucose. Customer¿s blood glucose value at the time of incident was 568 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer had symptoms like nausea, vomiting hip, back and jaw pain. Customer was in hospital second time with high blood glucose level of 548 mg/dl and back, hip pain and jaw pain on (B)(6) 2019. The customer was treated with manual injections. Customer alleged that insulin pump was under delivering. The insulin pump will be returned for analysis.